Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery. The taxus express2 3.0x16mm drug eluting stent was advanced and a distal strut was lifted going into the rca. The device was removed and a 2.5x12mm quantum maverick balloon was used to predilate. The procedure was completed with another 3.0x16mm taxus express2 stent. No patient complications occurred. Patient status is satisfactory.